Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset. Power on reset parameters s2d file (B)(4) were partial reset counter equal to 1, firmware reason hex=0004, write data for reason code hex=60, reset write data for reason code equals dclk edges, clkstop status, reset firmware reason code equals an illegal operation code interrupt occurred, on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a reset due to a bit flip. The patient has had x-rays recently. The reset was cleared and the device remains in use. There were no reported patient complications as a result of this event.